Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on august 22, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2016.